Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and failure analysis confirmed and replicated the customer reported problem. The usm was tested on an in-house system and passed normal mode. During system testing, golden test instruments (fenestrated bipolar forceps instrument, vessel sealer extend instrument, stapler 45 instrument, and large needle driver instrument) were not recognized. During the patient side cart (psc) fixture test platform (pftp) testing carriage failed testing, unable to recognize golden test adapter. As a fix the axes controller, carriage rfid (accr) assembly, back and center presence pins will be replaced to address the reported problem.

Manufacturer narrative:
Correction: the procedure that was performed was a radical cystectomy with ileal conduit

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse could not reproduce the issue but replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has not yet received the da vinci product involved with this complaint to perform failure analysis.

Event description:
During a da vinci-assisted cholecystectomy surgical procedure, the nurse called an intuitive surgical, inc. (Isi) technical support engineer (tse) to report that universal surgical manipulator (usm) 2 stopped recognizing instruments in the middle of the procedure. The message displayed was "instrument not recognized". The caller informed there was no mechanical sound from the discs normally heard when an instrument is installed, and the carriage was all silent. The system worked normally until about halfway into the procedure, then the issue occurred right after an instrument change. At the time of the call, the procedure had just been converted to open surgery as a result of the issue. Prior to calling, the users replaced the drape on usm 2, replaced instruments, and power cycled the system, but the fault persisted. During the call, the system was not connected to onsite so no logs covering the issue were available. Movement of the arm was normal, and no error messages occurred during any movement. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.